Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. The patient's distal landing zone measured 20 mm in length. It was reported that, approximately four months post index procedure, a CT revealed a distal type I endoleak. The physician elected to implant ten aptus endoanchors and no endoleak was observed. The physician then elected to reline the original valiant stent graft with another valiant stent graft. The event was resolved and the procedure was completed. Per the physician, the cause of the distal type I endoleak was due to the patient anatomy of a short distal landing zone. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.